Event description:
A third-party service provider advised that following service of the device, and during final testing, they heard an audible alarm. Upon inspection, the technician observed that the display had gone black, indicating the device was no longer on, and that the power button was flashing red. The technician also advised that he smelled an odor, indicative of burnt electrical components. In this state the device was inoperable. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.